Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen timed out too quickly and the pump "wipes itself if it does die". There was no reported impact to customer's blood glucose. No additional information was provided.